Event description:
Patient revised for corrosion between metal liner and shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update (B)(4) 2012 - litigation papers were received. Litigation alleges that after surgery, the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, the patient began experiencing severe pain and discomfort and inflammation in his right hip and groin area. Patient also experienced pain and discomfort in his right hip when moving to and from a sitting position and when walking. He also could not walk long distances and had limited range of motion and pain and discomfort when rotating is right leg inward. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviation or related anomalies. A search of the complaint database found no prior reports for the head and cup part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that (B)(4) other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Based on the investigation, the need for corrective action is not indicated. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/8/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, inflammation, and corrosion/metallosis behind the liner. Lab results indicated elevated metal ion levels. The stem is being added to the complaint. The complaint was updated on: 2/29/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available.no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation reported. Updated patient's initials.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.